Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument did not move smoothly. The procedure was completing as planned with no reported injury with a backup instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument did not move smoothly during the procedure. The issue was resolved after the instrument was replaced.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There was no problem detected for the customer reported complaint of non-intuitive motion. Additional observation, which was not reported by site, was that the instrument was found to have thermal damage on the bipolar yaw pulley. The instrument was found to have charring and localized melting at the grip base between the grips. The thermal damage to the yaw pulley is related conductor wire, however, the conductor wire did not exhibit any signs of thermal damage. The instrument passed the electrical continuity test. No energy delivery test was performed due to possible sparking. This failure is typically associated with mishandling/misuse.